Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive occurred result obtained was non-viable c. Tropicalis. Culture confirmatory testing grew enterococcus avium. No patient impact was reported. The following information was provided by the initial reporter: customer reported a molecular false positive. Molecular fp on cat # 442023, lot # 2297601 positive on (B)(6) 2023. Culture grew enterococcus avium bcid2 only detected c. Tropicalis.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device evalution by manufacturer? Yes d9: returned to manufacturer on: 2023-april-17 h.6 investigation summary: catalog: 442023 batch no.: 2297601 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned good samples and batch history record review results. H3 other text : see h.10

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive occurred result obtained was non-viable c. Tropicalis. No patient impact was reported.